Event description:
The customer reported for baxter europe of a "y" type blood set pf 50 that had a cut in the tubing. This condition occurred before use. There is only one unit that has been impacted. The sample is available and is returned for evaluation. There is no patient involved with this event. No patient injury or medical intervention associated with this event. No other information is available.

Manufacturer narrative:
(B)(4). There was one actual sample available for evaluation. A visual inspection revealed that the tube was completely cut due to the fact that the tube was caught in the pouch seal when the orientation of the set has changed during machine indexing. During loading of sets in the pre-formed plastic pouches (formed by the packaging machine), a part of the set was protruding out of the plastic pouch. Thus, when the packaging machine indexes and the loaded pouches are sealed by the machine, the protruding part is caught in the seal between the plastic pouch and the paper. A batch review was performed on the reported lot and no deviations were found. This device is distributed for outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.